Event description:
Revision surgery - due to a dislocated poly.

Manufacturer narrative:
The reason for this revision surgery was to remedy a dislocation after 1.25 months of patient use. The outcomes attributed to this event are disability or permanent damage. The healthcare professional indicated a serious risk to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the fifth complaint for this part number: two for cracked/broken devices, two due to infection, and one due to dislocation. The root cause for the dislocation was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.